Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a generator change out due to eri. During the change out, it was noted there was damage to the lead. The lead had damage to the svc coil, just past the yoke. The pace/sense portion of the lead tested fine and did not appear to have any damage. The svc portion of the lead was capped. The patient was doing well and continued to be monitored.

Manufacturer narrative:
A partial lead was received in two segments for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.